Event description:
A malfunction alarm, identified as malf 12, was reported with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was instructed to call back if the malfunction reappeared, and they acknowledged this guidance.